Event description:
A report was received that the patient underwent a lead replacement procedure. The patient received the end of life indicator on the non rechargeable ipg after being in use for fourteen months. It was noted that bi-polar electro cautery was used during the replacement procedure. The patient is doing well postoperatively.

Event description:
A report was received that the patient underwent a lead replacement procedure. The patient received the end of life indicator on the non rechargeable ipg after being in use for fourteen months. It was noted that bi-polar electro cautery was used during the replacement procedure. The patient is doing well postoperatively.

Manufacturer narrative:
The device was in service for 14 months, with an energy use index, eui, range, 5.1 - 100, which is within the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. Sleep current, vh impedance, and battery internal resistance were measured in the expected ranges.